Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received approximately twenty shocks, was admitted to the hospital, and placed on a pump. The patient's condition was improving so it was requested that this ICD be checked, and upon interrogation a high volt on lead message was noted, as well as, a fault code indicating the device was at end of life (eol) status. The field representative consulted with boston scientific technical services (ts) and it was determined that the battery voltage was 2.45 v with a charge time of > 30 seconds. It was discussed that likely the charge time was > 45 seconds at some point and had triggered eol. It was noted that the patient did receive an external shock for a long episode of ventricular tachycardia (vt), and this likely was the reason that the high volt on lead message occurred; no lead issues were identified. It was reviewed that the device would still be able to deliver therapy, however, the charge times would be increased. No additional adverse patient effects were reported.